Event description:
It was reported by the sales representative that the intra-aortic balloon (iab) was prepped per instruction. The md inserted the sheath and when the iab was removed from the tray, it began to unwrap. The md rewrapped the membrane on the iab and tried to insert it into the sheath; the iab could not be advanced into the sheath. A request was made for more information.

Manufacturer narrative:
Follow-up report will be filed, if additional information becomes available.